Manufacturer narrative:
Device passed the displacement test and rewind. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. Device received with stripped battery cap coin slot(p). (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not accept reservoir, had to squeeze reservoir to put in. The customer's blood glucose value was unknown. The customer was assisted with troubleshooting and reported that the insulin pump battery cap was harder to put in, changing batteries every 2 weeks. The insulin pump will not be returned for analysis.